Event description:
It was reported that the patient underwent a revision procedure due to a fractured articular surface. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified poly post was fracture. The implant shows sign of being in-vivo. Device was submitted for further analysis. Analysis determined that the post fracture occurred as a result of overloading from the posterior, possibly exacerbated by impingement by the cam of the femoral component on the posterior of the post during high flexion, and also possibly by misalignment of the femoral component with the bearing during high flexion. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.